Event description:
Ortho diaphragms. I have not been able to email ortho to complain directly to them. In (B)(4) due to ortho changing its manufacturing, we can now only get silicone arcing spring diaphragms. They are also not available in smaller sizes. The arcing spring is the most severe and savage type of spring. It is only suitable for use with women who have poor pelvic floor tone and a high pubic arch. I have used a 65 cm flat spring - the most supple and softest spring option - happily for over 23 years. My husband and I have high fertility as a couple and have 3 nearly grown children. The arcing spring digs in and is uncomfortable plus because of good muscle tone it is being deformed and is puckering down when inserted. This will be a problem in (B)(6) and the (B)(6) and (B)(6) everywhere that women who have good pelvic tone and a low pubic arch are still having to use these horrible arcing spring diaphragms. I have already had a dose of candida albicans -thrush- from the sides digging in. Also this last month, I fear that I had a very early stage miscarriage -we always use spermicide as well- due to the poor fit caused by the arcing spring. As I cannot tolerate hormonal contraceptives, I have no other options. Decent diaphragms and caps that don't hurt should always be easily available as a contraceptive option. I do not want further pregnancies at my age. I would have liked to email ortho to describe how their product has not been suitable for me and also to warn them that if they continue to sell it in (B)(6), it needs to come with a warning as it is likely not fit properly in women with good pelvic tone and with low pubic arches, causing thrush and possible pregnancy. I don't know why they went for the harshest spring instead of the lightest. Obviously, the manufacturers don't use diaphragms. Diagnosis or reason for use: prevent pregnancy.